Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
The patient received an scs system including an ipg on (B)(6) 2005. It was reported that she is without stimulation and observed the low battery warning on her programmer. No parameters were available to determine if the ipg has reached its expected end-of-life. Surgical intervention will be undertaken at a future date to replace the patient's ipg.